Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2014, inratio: 4.0, lab: 8.4. Time between tests: 2 hours. Therapeutic range = 2.5-3.5. Patient self tester was taken to emergency department on (B)(6) and was admitted same day for tachycardia after inratio test result. Patient was treated with vitamin k and heparin; was released on (B)(6)..

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a mfg issue. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.